Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photograph two devices, one with an opening and red particle in the surface of the shell and the other appears to be intact with red particles in the surface, both devices are without labeled are side explanted. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.